Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the image on the endoscope was blurry. The product was changed out. There was no patient harm, injury, or blood loss. The surgery was completed successfully.